Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. A getinge field service engineer (fse) evaluated the unit and confirmed electrical test fail code# 50, 52, 53. Fse calibrate all transducers to resolve electrical test fail code# 52 and 53. Reconnect motor controller pcb connection to resolve electrical test fail code# 50. Fse confirmed machine given electrical test fail code# 117 only once ,switch off and switch on this alarm disappeared. Also fse found helium gas leaking issue. Fse found gas leak from helium gauge connector and refitted helium gauge connector to resolve the issue. Fse found the machine noy switching on. Checked the unit found motor controller pcb and power supply was defective. Need to replace power supply and motor controller pcb for proper working of the unit. Fse kept the unit under observation for next two weeks. The investigation shall be closed now. If any additional information received the complaint will be reopened and updated it. There was no patient involvement.

Manufacturer narrative:
Updated fields- g1(contact person-mfg site), h6 codes (investigation conclusion, problem). A getinge field service engineer (fse) evaluated the unit and confirmed electrical test fail code# 50, 52, 53. Fse calibrate all transducers to resolve electrical test fail code# 52 and 53. Reconnect motor controller pcb connection to resolve electrical test fail code# 50. Fse confirmed machine given electrical test fail code# 117 only once, switch off and switch on this alarm disappeared. Also, fse found helium gas leaking issue. Fse found gas leak from helium gauge connector and refitted helium gauge connector to resolve the issue. Fse found the machine not switching on. Checked the unit found motor controller pcb and power supply was defective. Need to replace power supply and motor controller pcb for proper working of the unit. Fse kept the unit under observation for next two weeks. Fse stated customer repair the unit.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure with codes 52, 53, and 117. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.